Event description:
It was reported that the device had two full power-on-resets in one week. The device was replaced. There were no reported patient complications as a result of this event. Device was returned with 4 power on resets (por) noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device had telemetry when analyzed. The output was tested and the result was vvi 65 bpm pacing with ventricular output amplitude at 3 volts. Serial number showed ??? And further testing revealed the device was at eri. The device was opened and a microscopic visual revealed fractured battery bond wires. It was reported that the device had two full power-on-resets in one week. The device was replaced. There were no reported patient complications as a result of this event. Device was returned with 4 power on resets (por) noted. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure wire device was out of specification in a manner that relates to event.